Manufacturer narrative:
According to the available information, the patient's legal representative stated severe pain with daily activities, chronic urinary tract infections as well as vaginal discharge and reoccurring pelvic organ prolapse, persistent pain, mesh erosion. Restorelle was implanted on (B)(6) 2012 and was excised on (B)(6) 2016. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 3/26/2021. Irritation/itching, mild vaginal erythema, vaginosis. Discomfort with intercourse. Bloody vaginal discharge with itching, urinary frequency/dysuria, 2 mm residual suture at vaginal apex, presumed uti. Apical vaginal cuff restorelle l/coloplast erosion, small amount of white¿yellow mucoid discharge. Feels bladder may have fallen, occasional vaginal pressure, pain in vagina/rlq that radiates up abdomen/low back, urinary urgency/frequency, nocturia x 2-3, rare ui when doing yard work, constipation, has to splint for bm, irregularity/bunching at vaginal apex with banding/tenderness/very tense r > l, vaginal atrophy with purulent brown discharge, bilateral levator strength only 1/5, very tender on bilateral coccygeus area, very tender at bilateral obturator internus r > l, unable to see suture or restorelle l/coloplast due to discomfort with examination. Suture vs restorelle l/coloplast exposure, myofascial pain syndrome, mui. Purulent/active bleeding at site of exposed restorelle l/coloplast at anterior vaginal cuff with irregularity/bunching at vaginal apex with banding/tenderness/very tense r > l, unable to see suture or restorelle l/coloplast due copious discharge and discomfort with examination. Erosion at vaginal apex, recurrent rectocele/posterior distal defect with outlet constipation. 7/18/2016 - 7/19/2016 - laparoscopic partial excision of restorelle l/coloplast with colpotomy closure, removal of several gore-tex sutures, posterior repair, perineorrhaphy, cystourethroscopy, rectal examination. Intraoperative findings: dense bladder scarring to anterior restorelle l/coloplast, banding of restorelle l/coloplast at right pelvic sidewall, restorelle l/coloplast erosion at vaginal apex, noted to still have good vaginal support with remaining restorelle l/coloplast left intact, cystourethroscopy showed thinning/polypoid appearance of upper base/back wall of bladder at the area of restorelle l/coloplast excision, perineorrhaphy closure knot was left buried inside hymen. After lifting felt a pop and suture came out, vaginal bleeding, dysuria, small area of granulation tissue/friability at vaginal apex, one suture missing. Patient's legal representative stated severe pain with daily activities, chronic urinary tract infections as well as vaginal discharge and reoccurring pelvic organ prolapse, persistent pain, mesh erosion. No other adverse patient effects were reported.